Event description:
It was reported that the implantable cardiac monitor electrocardiogram (ECG) was unable to be interpreted on multiple episodes. One ECG had drastic variations in size from very large to almost nonexistent. It was also reported that the device was oversensing and undersensing. Noise could be re-created by doing isometric movements and even just walking. The patient was reportedly experiencing pain at the implant site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).